Manufacturer narrative:
Results: the penumbra smart coil's (smart coil) embolization coil windings were offset. The pet lock was intact on the proximal end of both smart coil pusher assemblies. Both embolization coils were intact with their pusher assemblies. Conclusions: evaluation of both returned devices revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, it may begin to take shape inside the hub of the microcatheter while the embolization coil is being advanced, and damage such as this may occur. Further evaluation of the returned devices revealed that both of the smart coils were able to advance through a demonstration microcatheter with slight resistance. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01576.

Event description:
During preparation for a coil embolization procedure, a lantern delivery microcatheter (lantern) became bent upon removal from the packaging. The damage to the lantern occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new lantern.